Event description:
A tibial insert swap was done due to a tibial cyst being present due to poly debris. Osteolysis.

Manufacturer narrative:
Eval summary: no product or radiographs were returned. Review of the device history records was also not possible as the lot number required for retrieval was unavailable. Device was in-vivo for approx eight (8) years. Pt was male with medium build; activity level was not provided. Insufficient info is available to determine the probable cause of the event. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.